Manufacturer narrative:
The device has not been received for analysis. At this time, we are unable to determine the relationship between the device and the cause for this event. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp, a percuflex plus ureteral stent was going to be utilized in a ureteral stone procedure on a male pt. According to the complainant, during unpacking, the stent was noted to have a crack in the proximal end of the stent. The procedure was successfully completed with a second percuflex plus ureteral stent. The pt was reported to be in "stable" and "good" condition after the procedure.